Manufacturer narrative:
(B)(4). Incorrect prep. Evaluation summary: the device was returned for evaluation. The reported inflation issue could not be confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. It should be noted that the trek instructions for use, states in the preparation for use section to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. A review of the lot history record revealed no non-conformances from this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified proximal left anterior descending artery. Reportedly, after crossing in an attempt to pre-dilate the lesion the 4.5 x 12mm rx trek balloon catheter would not inflate under normal balloon pressure or higher pressure. The balloon looked like a dog bone. A non-abbott balloon catheter was used to pre-dilate the lesion. One stent was placed in the lesion and the procedure was completed. There was no resistance during advancement or removal of the balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.